Event description:
During a remote follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. The suspected cause of the event was due to insulation damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.